Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a white particle approximately 0.40 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white floating particle in a large volume intermate. This was noted before patient use. The device was filled with ciprofloxacin. There was no patient involvement. No additional information is available.